Event description:
After further review, this event was updated to not reflect the shocking issues, as this pertained to the patient's trial; please refer to mfg. Report # 3007566237-2013-02084 for the report regarding the trial system. This report will cover the issue of stimulation being "too high" when switching from program 1 to program 2. Additional information received reported that the cause of the event was due to stimulation being ¿too high.¿ the event was stated to be attributed to programming. The patient was currently using program 1 at an amplitude of 2.0 volts. The patient was scheduled for a follow-up appointment on (B)(6) 2013.

Event description:
Additional information received indicated the patient was still having concerns with their device or therapy, but had not sought further help.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient drove 600 miles per day and had noticed 'some improvement.' However, the patient wanted better control and switched to program 2 at the beginning of that week. Stimulation was 'too strong' and the patient needed to turn it down. The reporter indicated that the patient wanted to turn stimulation off at the time of the report as he was going to have a procedure done. It was also noted that the patient experienced a shocking or jolting sensation. The reporter stated that the patient was informed it was a "therapy not a cure", but had not been informed of this 'restriction' prior to being implanted. Additional information received indicated that there were no device issues seen, neither were any interventions required. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04v0l, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that the patient had no issues since having the permanent implantable neurostimulator system placed. It was clarified that the issue had occurred during the trial phase of the device therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).